Manufacturer narrative:
The drive support disk was inspected and no anomalies were noted. The pump passed the displacement test, rewind test, prime/compromised force sensor test, occlusion test, and excessive no delivery alarms test. There was an intermittent motor error alarm during the basic occlusion test due to a faulty force sensor resistor (gold). The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the drive support cap was not allowing him to fill the tubing of a new infusion set. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that the drive support cap was loose and sticking out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.